Manufacturer narrative:
Trackwise # (B)(4). The lot # 25150913 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 02/03/2021. An investigation was conducted on 02/17/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the cap. A mechanical evaluation was conducted. The cap was returned off the device and put back on with no physical or visual difficulties. The cap fit was snug and was able to be removed with no physical or visual difficulties. The blade was in a deployed state and we were unable to determine the amount of force for the deployment of the needle. Measurements were taken of the cutter; from the tip of the needle to the grey part is .599, from the button that is pressed in is .403" inside the cutter, which is within normal limits. Based on the returned condition of the device, both reported failures "mechanical issue" and "poor quality issue¿ were not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using aortic cutters, 5-pack (3.8mm), they felt that the cap part was loose from the beginning and was not firmly attached. When pressing the button to unlock and pull out the cutter, it was necessary to press harder than usual. The procedure was completed with the same device. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using aortic cutters, 5-pack (3.8mm), they felt that the cap part was loose from the beginning and was not firmly attached. When pressing the button to unlock and pull out the cutter, it was necessary to press harder than usual. The procedure was completed with the same device. The hospital did not report any patient effects.